Event description:
It was reported that the patient underwent an unspecified spinal surgery and ¿during surgery when screwing in the holding pin, the tip of the pin snapped off and remains in the patient's vertebral body. There were no patient complications.¿

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Optical examination of the broken stability pin identified a fairly flat fracture with little deformation of the instrument above the fracture point. Examination of the fracture surface identified evidence of cross-sectional shearing as the mechanism of failure, consistent with over-tightening of the stability. The above observations are consistent with overtightening of the instrument.